Event description:
It was reported that after the patient was implanted, he woke up and his toe hurt. The pain was described as a pain one would feel after cutting oneself. The patient was informed that the health care provider (hcp) had "scraped a nerve." The patient was treated for gout, but the patient stated he did not have gout. The patient could "hardly walk" on his foot. The patient was put on a low dose of neurontin. The patient was told by another hcp that the leads may be lying on the nerve, causing the toe pain. Three weeks prior to report the patient was put on steroids by a third hcp, and x-rays were a possibility. The patient's device had been reprogrammed several times and stimulation could be felt in the lower back and hip, which were the correct spots. A device reprogramming to capture the toe in therapeutic coverage was attempted but was not possible. The last reprogramming was two weeks prior to report, and since the patient had felt new pain in the back and the foot was getting worse. The patient's relief was better during the day than at night. Approximately three weeks later it was reported the patient still had concerns and had appointments scheduled on (B)(6) with an hcp and manufacturer's representative. It was noted the toe that hurt also "burned." The device had been reprogrammed "about 5 times," as the stimulation did not "stay there" at the target stimulation location. The foot had been getting worse since surgery. A foot doctor had informed the patient he did not have gout. The patient was taking medicine to "heal the nerve damage." The patient had been to multiple doctors regarding the issue. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient had pain in his toe on the opposite side of delivered therapy. The patient wanted to have the entire system removed. Explant date is scheduled for (B)(6)-2012. About one week later it was stated that it was unknown which foot the patient complained about. No further information was received. If more information is received, a supplemental report will be sent.

Event description:
Additional information received reported that the patient developed new pain in the contralateral leg since the implantation of the system. It was stated that the system was not able to cover these "new areas" with parasthesia, but were not the intended targets when the doctor placed the leads to treat the original presentation. It was stated that the stimulator was "doing the job it was implanted to do" and that there was no belief that there was any degree of system malfunction. The doctor wanted to do a trial stimulation for this new pain, but was not scheduled at the time of the report. If any additional information is received, a supplemental report will be sent.

Event description:
Follow up information received provided more background information regarding the event. It was reported that the patient did experience 'lots of pain' at the implantable neurostimulator (ins) site although the manufacturer's representatives reported noted that the site looked okay. It was also reported that the patient was reprogrammed 7 times in the (B)(6) 2012 time frame. Based on the x-rays taken in (B)(6) 2012, the patient's physician noted that the ins was too close to the spine and was 'laying on 2 nerves.' In addition, their physician noted that the patient had a 'loose screw' at l2 and l3 which the patient noted was the reason why they had their ins system implanted. Following the explant of the device system, the patient still had pain where the battery used to be located, pain in their left foot, and pain from their nerve damage. The patient was to have an MRI on (B)(6) 2013 and had a follow up appointment with their physician on (B)(6) 2013 to assess any nerve damage which may have occurred. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead product ID 37743, serial# (B)(4), product type programmer, patient product ID 35553,1 lot# n327063, implanted: (B)(6) 2012, product type screening device product ID 3550-39, lot# n326620, implanted: (B)(6) 2012, product type accessory. (B)(4).

Event description:
Additional information received reported that the patient had their entire system explanted. It was stated that the patient felt parasthesia where he needed it, but never felt that it worked "enough". It was reported that the doctor recommended an explant after an MRI of the patient's spine. It was noted that the patient tested positive for methicillin-resistant staphylococcus aureus (mrsa). The patient's status was reported as alive with no injury or adverse event. No further information was reported.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Corrected information no eval explain. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results for neurostimulator model 37702 serial# (B)(4) showed no anomalies. Analysis of both returned anchors components showed no anomalies. Analysis of both returned leads, model 3778-60, lots v873099007 and v873099014 showed no significant anomalies.

Manufacturer narrative:
(B)(4).